Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg may be replaced due to unknown reason. No additional information received at this time.

Manufacturer narrative:
As per additional information received, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be operable and the manufacturer cannot confirm malfunction of the device.